Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the introducer tip broke intra-operatively after hitting bone. The tip was successfully retrieved.

Manufacturer narrative:
Two introducers were received for evaluation. Examination of the left introducer revealed the tip to be detached. Microscopic examination of the detachment end of the left introducer revealed the detachment site to be rough and irregular, indicating stress was exerted. No abnormalities were noted with the left introducer. Blood residue was noted on both introducers. The information received indicated during the procedure the tip of the introducer was broken. The introducer tip may bend if it is pushed onto something hard such as bone, which indicates the introducer may have not been in the proper place to insert the anchor. As no lot # was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed.

Event description:
According to the available information, the introducer tip broke intra-operatively after hitting bone. The tip was successfully retrieved.